Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the retainer ring was cracked and insulin pump had a pump error alarm. Customer stated that the retainer ring was physically damage and reservoir was able to lock in place. Customer stated that they were able to clear but not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.